Manufacturer narrative:
Zoll medical corporation has received the device associated with this report. However, the device is still under investigation. A supplemental report will be submitted when the investigation is completed.

Event description:
It was reported that the device turns on when the battery is inserted and presents user advisory 12 before the unit is powered on. No adverse event reported.